Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she has had air bubbles form at the tip of her insulin infusion set tubing. She stated this has happened multiple times and she discovers it when she starts feeling sick to her stomach and her readings elevate more than her normal range which is in the 80's mg/dl. She stated she corrects her reading by priming out any air bubbles she sees in the tubing and bolusing insulin. She stated there is no visible physical damage to the tubing and she thought she might not be tightening the connection properly. She said she does not use room temperature insulin when changing her cartridge and was advised to do so. She stated she primes out air bubbles in the tubing but does not do anything if the air pockets are at the tubing/adapter connection. She has not changed her adapter recently and a courtesy adapter was sent for troubleshooting purposes. On follow up with the patient, she stated she received the adapter and needed a "little while longer to see if it's gonna help." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.